Event description:
On (B)(6) 2011, the lay user/patient's sister contacted lifescan (lfs) alleging that her brother's onetouch ultra meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient and or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began a month prior to contacting lfs. The patient's testing frequency is not known and it is not specified if the patient tested his blood glucose with a secondary device. In addition to oral medication (type and dose unspecified), the reporter stated the patient also manages his diabetes with diet and/or exercise. In response to the alleged power issue, the reporter indicated the patient did not take any action in regards to his diabetes management routine. On an unspecified date/time, the reporter claimed the patient experienced high blood glucose symptoms (specifying the patient was feeling faint, dizzy, and shaky) as a result of the alleged power issue. The reporter denied the patient received any form of medical intervention after the alleged meter issue began, it is not known when the patient's symptoms improved. At the time of troubleshooting, the csr noted that the reporter did not have all of the patient's testing supplies available. The alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Serial #) information was not provided. Test strip lot #: not provided. 510(k) # is k062195.